Event description:
It was reported that the event involved a male pt while in cardiology during use. The doctor inserted the intra-aortic balloon (iab) through the sheath via left femoral artery with no issues. Blood was observed in the line. As a result, the iab was removed. A new iab was inserted through the sheath via right femoral artery (new insertion site). The doctor stated there was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an approx 15 minute delay or interruption in therapy. The pt outcome is the pt was not caused any harm.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.